Event description:
Physician was attempting to use protégé everflex self-expanding stent during procedure to treat a lesion in the right mid to distal superficial femoral artery (sfa) to popliteal artery (pop). The vessel diameter and lesion length are 5mm and 80mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issued identified. It was reported that deployment issue occurred with stent jumping and did not open properly. The initial stent jumped, partially open and implanted in an unintended lesion. The thumbscrew/ lock-pin checked for securement prior to procedure. The lock-pin was removed at time of deployment. The lesion was pre dilated with a 4mm device. The device passed through a previously deployed stent. There was no resistance encountered when advancing the device. The stent was not removed from patient. The second 6x100 stent was deployed and procedure was completed. The second stent deployed was not a part of the original procedure plan. There was no vessel damage. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The device was received with the stent deployed and a kink on the inner approximately 52mm from the tip. Stent used confirmed as 100mm. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.